Event description:
It was reported that during a coronary artery interventional stenting procedure the xience prime stent was deployed. There was resistance met with retraction of the xience prime stent delivery system from the pilot 50 guide wire and they became stuck. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning, therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. The xience prime is being filed under a separate manufacturing report number.